Manufacturer narrative:
Investigation of the returned device found a tear in the exposed portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required. It is unknown if the cannula tear is related to the reported skin swelling. Inspection of the device found no other damages or defects that could contribute to skin swelling. The cause of the reported swelling could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone 15.4. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose levels increased to approximately 526 mg/dl after approximately 4-24 hours of pod wear on the abdomen. The patient reported observing insulin leaking during wear, and upon pod removal, the skin at the infusion site exhibited redness and swelling. No medical intervention was reported. The device was returned for investigation, and an external cannula tear was identified.